Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that the ilet touchscreen would unlock but was otherwise unresponsive. Screen recalibration was attempted without success. The patient confirmed there were no cracks on the screen. The ilet was scheduled for replacement. No adverse health effects were reported.